Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The identified "door not fully latched" alarm was confirmed and reproduced durin evaluation. The reported symptom was caused by a missing upper link screw. The link screws were replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a "door not fully latched" alarm. There was no patient involvement.